Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Due to the test strips not being returned, product analysis performed a retain test. The retain test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: supplemental sent to correct information within follow-up # 1 (fu1). Fu1 was sent in error. The meter related to this supplemental has not undergone testing and hence no conclusions can be drawn. The DHR reported upon was in regards to another meter. However, the retains information reported upon was accurate.

Event description:
On 11/30/2015, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results. The reporter claimed obtaining blood glucose results of 28.6 and 9.9mmol/l on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.